Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had thermal damage to the pulley cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement, energy delivery and the electrical continuity test. The complaint was confirmed by failure analysis.